Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It is alleged that "[pt] received a cook gunther tulip mreye filter on (B)(6) 2014 at (B)(6) hospital in (B)(6). Dr. (B)(6) allegedly placed the filter." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Patient and device code: no information regarding this event has been provided. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip mreye filter on (B)(6) 2014 at (B)(6)." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.